Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold, underweight. A microscopic analysis was performed which identified one crease sharp in the radius, stress marks, wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on posterior side assessed as fold flaw opening."

Event description:
Healthcare professional reported right side rupture. Device has been explanted.